Event description:
Information received from the patient reported that the inside of the ¿site¿ was burning. The skin around the outside was red and was burning the patient. They were in pain and did not want to go to the emergency room for fear that the personnel there would not know how to deal with their implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.